Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump on pt. Symptom - staff continued to receive the "unable to zero" message whenever they tried to zero arterial pressure ('ap') transducer. Findings/actions taken: staff reported that they already replaced the pump, ap transducer, and ap cable and continued to receive the error message. When prompted again to replace the ap cable, they noticed corrosion on the pins. The error message did not reoccur and the ap signal was correct with the new cable.